Event description:
A consumer reported that his bottle of revitalens multipurpose disinfecting solution had 'inconstant' drops as well as leakage from the bottle cap neck. In follow up, the reporter indicated he had not used revitalens before, began use of it around (B)(6) 2014 and the nozzle is not good as it delivers drop from nozzle tip as well as glides long the neck.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Functional and visual investigation of a retained sample were both within specifications. The bottle did not leak, dispensed solution adequately and the packaging did not show any evidence of leakage. All pertinent info available to the MFR has been submitted.